Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of bacterial peritonitis in a (B)(6) male patient coincident with physioneal unknown 1.36%, physioneal unknown 2.27% and physioneal unknown 3.36% therapies. On an unreported date, the patient began physioneal unknown 1.36% 7.5 liters daily, physioneal unknown 2.27% 5 liters per day and physioneal unknown 3.36% 2.5 liters daily intraperitoneally (ip) for peritoneal dialysis (pd) via automated peritoneal dialysis (apd). At the time of this report, the action taken with physioneal therapies was ongoing via capd (continuous ambulatory peritoneal dialysis). On (B)(6) 2012, the patient experienced abdominal pain and cloudy effluent. The patient received remedial treatment with cefazolin (1.5gm ip) and ceftazidime (1.5gm ip) frequencies not reported) for the bacterial peritonitis. On (B)(6) 2012, cefazolin and ceftazidime were stopped and the patient began vancomycin (1gm ip) frequency not reported. The patient was not hospitalized for the bacterial peritonitis and the patient was switched from apd therapy to capd. On an unreported date in 2012, the event of bacterial peritonitis resolved. The event of peritonitis was resolved. Per the reporter, the event of peritonitis was unrelated to pd therapy, but may be related to a possible break in aseptic technique.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. The 510(k) number will not be provided in the MDR as the product code and lot number are unknown. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The complaint is confirmed due to an unspecified breach in aseptic technique stated in the report. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The assignable cause was undetermined.